Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, the event will be updated.

Event description:
Boston scientific crm received info that following the placement of this implantable right ventricular (rv) defibrillation lead the pt stopped breathing and went into ventricular fibrillation. Subsequently, there was electro-mechanical disassociation. Cardiopulmonary resuscitation was performed for one hour but was unsuccessful and the pt died. The rv lead was abandoned, and it is suspected that it was buried with the pt.